Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the stent grafts were implanted approximately 4 years and 7 months ago. Currently the aortic neck was found to have dilated and caused the stent graft to migrate. A 28 mm diameter aneurx aortic cuff was implanted and successfully resolved the stent graft migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Patient's condition affected effectiveness of device. Inherent risk of procedure. Device failure/lack of effectiveness related to patient condition.